Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single use product, where the care giver (cg) reused the supplies from the previous therapy when starting the therapy over. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for unrelated alarms, the care giver (cg) cycled the power on the homechoice (hc) in order to clear the alarms but did not restart the therapy using all new supplies. The technical service representative (tsr) explained to the cg that the setup from the previous therapy can not be reused during the new therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.